Manufacturer narrative:
One device was received for evaluation. Review of the event history log showed no faults. Functional testing confirmed the reported issue. The cause of the reported issue was due to the latch lock flex sensor. As a result, the latch lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a failed latch lock sensor. There was no patient involvement, no patient injury was reported.